Event description:
A us distributor reported that a monitor will not power on. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
During the monitor evaluation there was contamination on the j1, j101, and j502 component of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
During the monitor evaluation there was contamination on the j1, j101, and j502 component of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.

Event description:
A us distributor reported that a monitor will not power on. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
During the monitor evaluation there was contamination on the j1, j101, and j502 component of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current and the battery pca and cells being contaminated. The root cause for the excessive current was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the battery.